Event description:
It was reported that during the implant procedure, several stylets were used and showed kinking at the intersection of the clavicle and first rib. After atrial lead placement, it was noticed that the right ventricular lead was dislodged. The helix was retracted. After the lead was repositioned, the helix could not be extended. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix would not extend due to being over-retracted. There was blood in/on the helix mechanism.

Event description:
It was reported that during implant procedure several stylets were used and were kinking. The lead dislodged and the helix was retracted. The helix could not be extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.